Manufacturer narrative:
The device was returned to ventec for evaluation. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported that the nebulizer and suction would not work. As a result, desaturation of patient's blood oxygen level could occur, if suction were necessary. There was no patient harm as a result of the reported issue.